Manufacturer narrative:
The complaint investigation was performed through evaluation of the device engineering logs for the reported diabetic ketoacidosis (dka) event that occurred on (B)(6) 2026. Review of the engineering logs confirmed that the ilet was operating as intended prior to the reported hospitalization. A libre 3+ sensor was in use during the event period. No motor errors, delivery interruptions, or other device malfunctions were identified that would indicate inaccurate insulin dosing relative to requested insulin delivery. Review of the available data demonstrated that alerts functioned as intended, were consistently acknowledged, and insulin delivery requests continued at regular intervals unless cgm glucose values were below 80 mg/dl or the cartridge was empty. Engineering log review further identified that the ilet device powered off on (B)(6) 2026 at 7:59 pm est after the battery was depleted and remained powered off until (B)(6) 2026 at 3:44 pm est. Due to the device remaining powered off during the hospitalization period, no additional device data was available for review during that timeframe. The available cgm glucose, insulin delivery requests, meal announcements, and cartridge change data prior to power loss were consistent with intended system operation. Based on the available information, device malfunction was unconfirmed, and the ilet was found to function according to its design specifications and intended use. No evidence was identified to suggest the device caused or contributed to the reported dka event. A device history record (DHR) review was conducted, confirming that the device passed all manufacturing release criteria for distribution. There were no issues identified during the review that would have impacted this event.

Event description:
It was reported that the patient experienced very high blood glucose of about 400 mg/dl with vomiting and altered mental status and was transported by ambulance to a hospital, where they were admitted and treated with IV insulin and later discharged; the device-related details were not available and the device problem and component could not be assessed due to insufficient information. Symptoms included hyperglycemia and diabetic ketoacidosis. Outcomes included hospitalization. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information regarding a device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.